Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer was able to successfully load a new cartridge onto the pump. In addition, it was reported that the customer experienced resistance when filling a cartridge. The customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was 205 mg/dl.